Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms ocurred. The customer's blood glucose level was 332 mg/dl. A systems check was performed with tandem technical support and no issues were identified; however it was discovered fiasp insulin was used within the cartridge. Customer changed pump supplies to address the issue and resumed insulin therapy.